Manufacturer narrative:
Correction on initial report.

Manufacturer narrative:
The customer requests event log review. The event logs have not been received. A follow up report will be submitted with evaluation results should the logs be received for evaluation.

Event description:
The customer reported that heparin (25,000units/250ml) was ordered to be infused at 1600units/hr (16ml/hr) and over a 5 hour timeframe only 36ml infused. The customer investigated the devices, ruled out malfunction, and put the devices back into service. The customer requested an event log review to explore the event. No report of patient harm.